Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Dried blood in the helix housing prevented direct test of the helix mechanism. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high pacing thresholds. When the physician attempted to reposition this lead, the helix was unable to function as expected. This ra lead is expected to be returned for analysis. No adverse patient effects were reported.